Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
The customer reported instability compared to the ez-huber and too loose rotation of the needle in the plate. Thus, there is a risk of possible dislocation. No other information provided.

Event description:
The customer reported instability compared to the ez-huber and too loose rotation of the needle in the plate. Thus, there is a risk of possible dislocation. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.